Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podjs) and a microcatheter. During the procedure, the physician successfully placed the first podj in the target vessel using the microcatheter. While advancing the second podj into the target vessel, the physician experienced resistance. It was reported that the podj was too long and after several attempts to advance the podj into the target vessel, the physician decided to remove it. However, upon retraction, the podj unintentionally detached. Therefore, the physician used a snare device remove the detached podj, causing increased radiation exposure. The procedure was completed using a smaller coil.